Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if a fragment fell into the patient. The picture have been provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the images appear to show an sp maryland bipolar forceps instrument with frayed cables at the instrument¿s snake wrist. However, due to the image quality I am unable to determine if it is solely a frayed cable as opposed to a broken cable or dislodged crimp. I am unable to determine which cable is potentially damaged and the instrument would need to be returned for inspection to confirm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken snake wrist cable at the wrist disc and proximal clevis hole. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observation(s) not reported by site: the instrument was installed on an in-house system and driven. The instrument exhibited imprecise motion in the yaw direction. Due to the broken cable found, the grip tips moved in the direction commanded, and a lag or delay in the motion was observed. The instrument passed recognition and engagement. Common causes of broken - distal instrument snake wrist cables, whether partial or full, may be attributed to a reduction in the ultimate strength of the material, due to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.